Event description:
Technician alleged that during preventative maintenance they found the ground resistance too high. No patient impact.

Manufacturer narrative:
Technician found the cause to be a worn power cord where it connects into the socket. The technician replaced the power cord to resolve the issue.